Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report discordant sodium (na) results that were obtained on two patient samples on a dimension exl with lm integrated chemistry system. As per siemens recommendations, the customer replaced x-tubing sample diluent, standard a, standard b and flushed solutions. The customer ran a condition and dilution check with a fresh dilution check bottle. The customer ran quality control (qc) which did not recover within the acceptable range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the rotary valve seal and cleaned the rotary valve channels. The cse lowered the pump rate from 88 to 81.0, performed alignments, and primed the pump five times to confirm that the pump rate remained steady. The cse then ran a successful calibration and a precision study on patient samples which recovered within specifications. The cse ran qc which recovered within lab ranges. Siemens further evaluated the event and concluded the probable cause of the discordant na results was flow related. This was corrected by replacing the rotary valve seal, cleaning the rotary valve channels and lowering the pump rate. The customer is operational, and the complaint was resolved with normal troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported discordant sodium (na) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium (na) results.